Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent plif at l4-l5 levels to treat lcs. During the follow up period after the surgery, the surgeon found that a cage backed out. Neurological symptom was also present, but after the further follow up, the patient is now asymptomatic and no revision surgery is planned as of now. The product came in contact with the patient. After the initial surgery the patient complained of pain and the cage was confirmed to be backed out. Judging from the position of a marker, half of the cage was reportedly backed out from the vertebral body. Neither of the surgeon or the patient wants revision surgery to be performed, and the surgeon is thinking of no revision as the cage back out is not worsening and the patient does not have any pain currently.